Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation, a follow-up MDR will be submitted. Materials used in the intuitive surgical permanent cautery hook instruments have been tested for biocompatibility. All materials were found to be appropriately biocompatible for their intended use.

Event description:
It was reported that 1.5 hours into a da vinci s surgical procedure, while dissecting with cautery, the surgical staff noticed that approx 1-3 cm of the "yellow plastic" between the shaft and tip was missing. An x-ray was performed, however, the missing piece could not be located. The planned surgical procedure was completed with a replacement instrument of the same type. No additional pt harm, adverse outcome or injury was reported.